Event description:
Initial albumin result of <0.2 g/dl and initial co2 result of <1.2 mmol/l. Repeat of same sample recovered 3.1 g/dl for albumin and 25 mmol/l for co2. No info provided to determine if results were used to guide therapy. The field service rep determined the issue was related to the sampling system. The instrument was repaired. Performance check tests were performed and within specification.